Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 1300 mg/dl due to an auto off alarm. Reportedly, the customer was unconscious and required paramedic attention and was later transferred to a larger hospital via air transport. Customer was released from hospital on (B)(6) 2019 after treatment of insulin injections stabilized the customer. Contact to educate the customer and hcp on the pump's auto-off safety feature per user guide.